Manufacturer narrative:
The complaint could not be verified nor could a root cause be determined with confidence, as the device alleged to have been used during the procedure was not made available for visual and functional evaluation. Photographic evidence provided by the customer suggests that the cause of the dermal burn is likely associated with improper or inadequate suction. Factors unassociated with the design or manufacture of the device which could contribute to a dermal burn include: 1) inadequate flow and circulation of saline solution. 2) use of pre-warmed saline. 3) failure to attach the suction adapter to a vacuum source and maintain the recommended suction level. 4) use of the suction lumen as the sole outflow pathway for irrigation. 5) failure to appropriately isolate the suction line from patient contact. The IFU contains sufficient warnings and suggested precautionary measures detailing these factors.

Event description:
It was reported that during a one week post operative visit following a knee procedure that included a super multivac 50 icw wand, it was discovered that the patient had sustained a dermal burn. No additional information was provided regarding the severity of the burn or any treatment administered, however no additional patient complications have been reported.